Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The device was not returned for evaluation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The evaluated imagery revealed calcification in the native aortic valve and left ventricular outflow tract (lvot), along with an attempt to cross the native valve. Balloon aortic valvuloplasty (bav) was unsuccessful due to the balloon slipping into the ventricle. Additional findings included calcification and tortuosity in the right access vessel and abdominal aorta. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The complaint for difficulty or inability to withdraw system with valve through sheath was confirmed based on the provided information by the field clinical specialist. Available information suggests patient factors (calcification) likely contributed to the event as per 3mesio imagery evaluation, calcification was present at the access vessel. Patient factors (i.e. Calcification, tortuosity, or small vessel size) may cause constrained sections of the anatomy that interfere with passage of the delivery system and causes difficulty during withdrawal. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with vasculature or the sheath, resulting in difficulty withdrawing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure, initial pre-dilatation was performed with a 25 mm non-edwards balloon. However, the 29 mm commander system with the crimped valve was unable to cross the native valve, likely due to calcification on the leaflets or annulus. Manipulations using the flex wheel and guidewire were unsuccessful. The commander system and esheath+ were withdrawn together to allow for larger balloon pre-dilatation and a reattempt with a second delivery system. The withdrawal required significant force, and femoral bleeding was observed at the end of the procedure. A new 16 mm esheath+ was inserted, followed by a second pre-dilatation using a 26 mm non-edwards balloon. A second 29 mm sapien 3 ultra resilia valve was then successfully implanted. Femoral bleeding was confirmed via angiographic femoral injection, and a covered stent was placed to manage the bleeding. The patient was stable post-procedure.